Manufacturer narrative:
The reported event is confirmed, packaging related. Visual evaluation of the returned sample noted one opened (with original packaging), ureteral stent with the pusher. Visual inspection of the sample noted the fr. Size on the packaging (6 fr. X 26 cm) is different from the fr. Size on the stent (4.7 fr. X 26 cm). As there is a discrepancy between the product packaging and device, which is out of specifications "all components shall be present and correct." . Dimensional: the outside diameter was measured at (0.06"). A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. A label/pack review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the outer packaging of the ureteral stent was different from the contents. The packaging did not match the contents. The packaging was marked as 777626, and the contents were of 777426.

Event description:
It was reported, that the outer packaging of the ureteral stent was different from the contents. The packaging did not match the contents. The packaging was marked as 777626, and the contents were of 777426.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.